Manufacturer narrative:
Per the t:slim x2 basal iq user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the cartridge was filled with 300 units of insulin. During troubleshooting, the customer performed the load fill tubing sequence while connected at site resulting in 30.6 units of insulin being delivered. Customer's blood glucose level was 165 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy.